Event description:
The customer reported having low blood glucose of 40mg/dl, but the glucose meter was reading 152mg/dl, and she had to call the paramedics. The customer is a brittle diabetic and her glucose level fluctuates often. The caller stated that the insulin pump gave her 14.0 units during night, but she did not program. The customer was calibrating four times a day not if there was any arrows on the device. The caller stated that the other day her glucose was 46mg/dl and then the device suspended, but she was not low at all. Days later, the customer called back to report having several issues with the sensors. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. Unable to confirm unexpected 14 unit bolus delivery to due an overwritten history file. The device communicated properly with glucose sensor simulator and glucose meter. No anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.